Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post procedure check. Device interrogation revealed that the right ventricular lead had elevated capture threshold. The nurse noted that the patient had dementia and was non-compliant with mobility restriction post procedure. The lead was repositioned and desired measurements were obtained. Patient was stable post procedure.